Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) was repositioned multiple times while attempting to find adequate electrical values. It was noted that there was no sufficient injury current. After multiple positions were attempted, the alp was removed from body to examine the helix. Upon examination, the helix was found to be extended from its normal position. The alp was removed and replaced. The patient was in stable condition.